Event description:
Boston scientific received information that this implantable right atrial (ra) pacing lead had dislodged. No patient symptoms were reported as a result. A revision was performed and this ra lead was explanted and successfully replaced with another ra lead.